Event description:
It was reported that hcp getting message on clinician app that said "connectivity test" in red with a message instructing to perform a connectivity test on the right implantable neurostimulator (ins). Caller confirmed this message did not appear on the left ins. Caller said they interrogated the ins and got an abnormal impedance on contact 3 showing the contact was "not useable." Agent reviewed recent device implantation and caller confirmed the ins had been programmed. Caller did another impedance test while on the call and this time contact 3 said "interrogate" and read >5k ohms. Caller then said the message appeared again. Agent suggested they tap "skip," which they did. Caller then said the message appeared again. When asked if the leads were configured, caller said they didn't know, they just worked with whatever the configuration was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.